Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the irrigation bag presented leakage. The event happened during priming. Patient was not involved.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. One used sample was received for evaluation. A visual and functional inspection was performed and a leaking between the bag and the line was detected. The root cause can be attributed to the manufacturing process. The reported condition was confirmed however there is not a trend therefore the complaint will be used for tracking and trending purposes to assess the need for formal corrective/preventative actions.